Event description:
The national complaint coordinator (ncc) for intn'l affiliate, received a complaint from a user facility involving the patient control module (pcm). According to the facility, the pcm was connected to a basal/bolus infusor device filled with 100 ml of medication (ropivacaine hydrochloride hydrate 27 ml, fentanyl citrate 24 ml, droperidol 1 ml, saline 48 ml) and connected to a patient via catheter. The facility reported that the system over-infused during patient use. Infusion was reported to have completed in 21 hours. The flow restrictor was reportedly at the same height as the reservoir. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample has not yet been returned to the manufacturing facility by the customer. A follow-up report will be submitted upon receipt of the complaint sample, and completion of the investigation.